Event description:
It was reported that this right ventricular (rv) lead exhibited a sudden decrease in pacing impedance. The pacing impedance remains within range. There was also a sudden increase in capture thresholds. Isometrics and chest x-ray were performed. No issues were observed. Technical services (ts) is to review the reports. The lead remains in use. No adverse patient effects were reported. Additional information indicates that loss of capture (loc) may have been observed after comparing some right ventricular automatic threshold (rvat) tests. Additionally, there have been drops in amplitudes. The lead remains in use. No adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.